Event description:
Reporter alleged discrepant blood glucose results 88 mg/dl back to back with a result of 170 mg/dl when testing was performed 5 minutes apart on the advantage system. The location of the testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.